Manufacturer narrative:
(B)(4). (B)(4). (B)(4). He original hip fracture repair was performed on an unknown date three years ago. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal of cannulated screws due to unresolved right hip bursitis (the original hip fracture repair was performed on an unknown date three years ago). Removed hardware included: (3) cannulated screws and three washers, all intact. The patient was not replaced with new implants. There were no reported surgical delays during the removal procedure. The procedure was completed successfully with the patient in stable condition. This complaint involves 6 parts. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.